Manufacturer narrative:
The difference between the two measurments was caused by the patient sample itself and the known solven exclusion effect. In addition, no malfunction of the roche instrument contributed to this event. The methodological differences between the integra 800 and epoc, (direct vs. Indirect potentiometry) are clearly defined. No adverse event was reported.

Event description:
The user received questionable ion selective electrode (ise) potassium results for two patient samples. However, data was only provided for one patient sample. The initial result from the sample in a sample cup was 2.2 mmol/l . The repeat result on the same analyzer was 2.2 mmol/l and was reported outside the laboratory. The result was questioned by the physician so the user tested a different sample from the patient using a epoc point of care instrument with a result of 3.9 mmol/l. The user then ran the original sample on the other integra 800 analyzer serial number (B)(4) and the result was 2.2 mmol/l. The user ran the original sample on a radiometer blood gas analyzer and the result was 4.0 mmol/l. The patient was not adversely affected. The potassium electrode lot number was 21512357 with an expiration date of 03/16/2012. The field service representative could not find a cause. To verify the analyzer operation, he ran all diagnostic testing which all passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.